Event description:
It was reported that an asymptomatic patient presented in clinic and upon interrogation, noise reversion episodes were noted on the right ventricular lead. The noise could not be reproduced with isometrics and pocket manipulation. The device was reprogrammed to decrease sensitivity. The patient would continue to be monitored.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2015. Interrogation revealed multiple episodes of noise reversion and high ventricular rate. Noise could be reproduced in clinic. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.